Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the liquid crystal display (lcd) was noted to be damaged preventing the device logs from being obtained. The device's lcd display required replacement to address the issue. However, no repairs will be performed as the device was not needed for inventory and was scrapped.